Event description:
Product was returned as implant failure at 19 months. Based on the report, pt does not have any medical history and oral hygiene was described as good. Doctor also indicated that the implant was removed because of bone condition and pt health habit.